Manufacturer narrative:
User facility report (B)(4) was rec'd from the intermacs registry. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). A user facility report was rec'd from the intermacs registry which indicated that the pt had chronic increase in lactate dehydrogenase (ldh) and declining kidney and liver function. Before the pump was exchanged, the pt's ldh elevated at 1929 with a total bilirubin of 5.5 and creatinine of 1.5.